Event description:
The patient had a lead replacement; the reason for the replacement was not reported. The patient had good stimulation post-op; felt stim at .7v (top of lead) and at 1.3v (bottom of lead). The next day, the patient felt no stimulation at the bottom of lead even at 9.3v. Impedance measurements were normal. An x-ray on (B)(6) 2010, showed that the lead had moved down at least 2 vertebral bodies and was extruded through the ligament. A revision was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).